Event description:
It was reported that during knee procedure, after reloading the 2nd cartridge of the novostitch pro men rpr sys 2-0 the upper lip could not be closed anymore and the metal lever holding the upper lip came off but did not felt inside the patient, power on but no any function. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.

Manufacturer narrative:
B1, b4, h1: information updated. H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided images found the linkage to the upper jaw is broken. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during knee procedure, inside the patient, after reloading the 2nd cartridge of the novostitch pro men rpr sys 2-0 the upper lip could not be closed anymore and the metal lever holding the upper lip came off, power on but no any function. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.